Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a diagnostic laparoscopy and laparoscopic bilateral inguinal hernia repair. He had revision surgery 6 months post-surgery. The patient underwent left inguinal hernia repair with reduction of incarcerated hernia and repair with mesh, lichtenstein-type repair. The patient experienced recurrence.